Manufacturer narrative:
The customer¿s products have been requested for return. The test strips have been discarded and are no longer available. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Nique identifier (UDI) # (B)(4). Occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). On an unknown date in february, the result from the meter was 1.8 inr. The customer's doctor had her go to the hospital later that day because of the 1.8 inr. The customer believed the cause of the hospital visit was afib. The specific result from the hospital laboratory was unknown but the customer believed it was between 2.0-3.0 inr. The customer believed the test was taken in the evening that day but does not remember when. The therapeutic range was 2.0-3.0 inr and the customer tests weekly.